Manufacturer narrative:
The lot number for the resolution clip device is not known; therefore, the device manufacture date and exp date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer report#: 3005099803-2008-07320 for a description of the second device. It was reported to boston scientific corp. On dec. 04, 2008, that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed in 2008. According to the complainant, during the procedure, the physician applied two resolution clips which did not stay in the tissue to address a polypectomy bleed. The physician successfully completed the procedure with another resolution clip device. No pt complications were reported as a result of this event. The pt's condition after the procedure was reported to be "fine".